Manufacturer narrative:
The manufacturer received information alleging the active exhalation verification test step had failed on a trilogy ev300 device. The device was not in patient use. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk for this issue. A philips remote service engineer (rse) assisted the customer on this issue. The customer informed the philips rse that they had replaced the three-way (3-way) solenoid valve on the fio2 housing, but the problem still persists on the device. The philips rse recommended to the customer to change the 3-way solenoid on the blower chassis to address this issue on the device. The customer ordered the part and will take responsibility to replace the part once it arrives at the customer's site.

Event description:
The manufacturer received information alleging the active exhalation verification test step had failed on a trilogy ev300 device. The device was not in patient use. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk for this issue. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.